Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the physician attempted to remove the separated part of the device as there was no snare available, however it was not successful. Hemostasis was performed to treat the perforated vessel by an unknown balloon device. Furthermore, the guide wire that caused the perforation was a non-bsc product. Patient¿s current condition is stable and no surgery was scheduled to remove the remained fragment inside the body.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the tip of the pusher became detached. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery (sfa). A 177cm coil pusher-16 was selected for use. During the procedure, the blood vessel was perforated by an unspecified guidewire operation. A blood clot occurred and the physician tried to embolize the bleeding part using this device. However, about 3cm part of the pusher tip was detached. The physician tried to retrieved it but was unable to, so as a result, it remained inside the patient's body. There was no reported complication to the patient by the end of the procedure and patient is under observation.